Manufacturer narrative:
The device is retained by hospital; however, the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was achieved with a proglide device using the pre-close technique via a 5 and 6f sheath prior to a cardiac catheterization interventional procedure. Reportedly, when the plunger was removed, the suture was in the device. During the attempt to retract the footplate, the footplate would not close. After advancing a little to change position, the lever still would not close. A proglide foot broke off. The rcfa and distal common external iliac artery were incised to remove the proglide. Bovine pericardial patches were used to repair the artery. Medication, levophed, was administered for blood pressure support. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure, hospitalization was prolonged. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, when the plunger was removed, the suture was in the device. During the attempt to retract the footplate, the footplate would not close. After advancing a little to change position, the lever still would not close. A proglide foot broke off. The right common femoral artery and distal common external iliac artery were incised to remove the proglide. The proglide guide was broken during removal of the device. Bovine pericardial patches were used to repair the artery. Medication, levophed, was administered for blood pressure support. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure, hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot detachment was not confirmed. The ¿suture was in the device when the plunger was removed¿ and guide break were confirmed. Foot retraction could not be replicated due to the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.